Manufacturer narrative:
The failure investigation has been completed and the battery issue was verified; however, no failure was identified related to the alleged high bg.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery dropped suddenly while connected to a power source multiple times. On the day of the report, the battery gauge dropped from 40% to 5% while connected to a power source. In addition, the customer reported intermittent elevated blood glucose (bg) levels however, specific values and details were not provided. The customer declined to provide further information regarding the elevated bg. Reportedly the customer had manual injections as alternate insulin therapy.